Event description:
Report received of an under-delivery. The pump was returned to the user facility's clincial engineering dept. With an unsigned note stating "broken, secondary does not infuse total volume programmed." No tracking info was available in order to obtain specific pt or event details. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no further info was available.